Manufacturer narrative:
The instrument was returned and evaluated. The engineering investigation found the proximal clevis to be dislodged and cracked at the base, with a piece missing. The missing piece is approximately 0.2 x 0.09 in size. A broken piece was also returned with the instrument, and measures approximately 0.07 x 0.1 in size. No other damage was found.

Event description:
It was reported that during a da vinci s myomectomy procedure the permanent cautery hook instrument malfunctioned. After the instrument was removed from the patient, the surgical staff noticed that the collar area was cracked with material missing. The surgeon was able to retrieve a portion of the missing material. No patient harm, injury or adverse outcome was reported.